Event description:
A male patient had an evar procedure on (B)(6) 2008. After the procedure, the physician found out the aneurysm was still growing during the follow up, but he could not find any obvious endoleak. He found type I endoleak in 2013, so he put a body extension on (B)(6) 2013. However, the aneurysm still became bigger and he could not found out the some endoleak via CT. He thought that this is the type ii endoleak, so he decided to do the open surgery for this patient on (B)(6) 2014. He opened patient's abdomen and used the tissue glue to homeostasis. There is no endoleak and patient's condition is fine now.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.